Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture in the cartridge compartment. The keypad was also reported to be missing/peeling prior to the tactile changes and moisture issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the keypad was peeling and all the keypad buttons responded appropriately to user input. The keypad was removed to find no damage to the button contacts. Corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage on the printed circuit board.